Manufacturer narrative:
Philips has investigated this complaint. Philips remote support engineer checked and confirmed that the problem with flexvision pc booting up. The remote service engineer (rse) instructed the biomed on how to download the board software from the fsf (field service framework). After downloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the flexvision pc had booting up problems. The device was outside clinical use at the time of the reported event. No harm was reported. A philips remote service engineer (rse) instructed the onsite trained engineer on how to download the board software from the fsf (field service framework). Once download was completed, it was confirmed that the device was returned to use in good working order.